Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient was in the clinic, and while doing some testing they accidently selected stat shock and the patient was shocked. Afterwards, the device and right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery. It was noted that the impedance was measuring 34 ohms, however the commanded shock impedance was measured at less than 20 ohms. Technical services recommended a device and lead revision. However, the patient has end-stage renal disease and the system was not planned to be changed out at this time. It was confirmed with engineering that since the device was still capable of telemetry, the device pacing functions were not impacted. The plan was to continue to use the device for pacing only. No additional adverse patient effects were reported.